Event description:
It was reported by the rep that (2) tsg45, (1) tsb45, (7) tr45g, and (8) tr45b were used during a laparoscopic gastric bypass procedure. It was reported that the surgeon experienced unusually high bleeding of staple lines. After the application of the ets45 stapler the surgeon noticed the staple lines bleeding with both the tsb45 and the tsg45. He used (15) firings total and had to use electrocautery, clips, or harmonic scalpel to control bleeding each time. A second tsg was opened but the same problem was experienced. Three staplers and two reload cartridges are being returned for eval. Threre was no consequence to the pt.